Manufacturer narrative:
Device remains implanted.

Event description:
A report was received that the patient underwent an ipg revision procedure due to difficulty charging in the subclavicular area. The event was assessed as not related to the procedure and casually related to the hardware and stimulation.

Manufacturer narrative:
Correction to follow-up 1 MDR.

Event description:
A report was received that the patient underwent an ipg revision procedure due to difficulty charging in the subclavicular area. The event was assessed as not related to the procedure and casually related to the hardware and stimulation.

Manufacturer narrative:
Correction to initial MDR in field date of birth: (B)(6).

Event description:
A report was received that the patient underwent an ipg revision procedure due to difficulty charging in the subclavicular area. The event was assessed as not related to the procedure and casually related to the hardware and stimulation.

Manufacturer narrative:
Additional information was received that the ipg migrated prior to the revision procedure for clinical study a4010 vercise dbs registry patient.

Event description:
A report was received that the patient underwent an ipg revision procedure due to difficulty charging in the subclavicular area. The event was assessed as not related to the procedure and casually related to the hardware and stimulation.